Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with a break in the blue catheter body at the 123.9 cm location as measured from the distal tip of the device, exposing the internal purple sheath. Two kinks were also found on the catheter body at the 131.5 cm and 132.5 cm locations as measured from the distal tip. No additional testing could be performed on the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon was put down the endoscope and into the esophagus, but the wire guide would not advance past the tip of the balloon catheter. Another of the same device was used to complete the procedure successfully. There was not reportable information at this time. New information received from the device evaluation on (B)(6) 2021 which noted a break in the catheter at 123.9cm [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.